Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump was alarming "cassette not attached." There was no patient involvement.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the customer's problem was able to be confirmed. The alarm was determined to have been caused by fluid ingression causing the downstream occlusion sensor being damaged and needing to be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.